Event description:
During a laminectomy procedure, the unit started smoking and caught the paper drapes on fire. The fire was contained and was put out with water in the or. No report of injury to patient or staff. Minimal delay reported.